Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. Technical services powered the blade with a test monitor, they lightly thumped the blade to simulate usage and no problem was found. The customer was sent a new device and the returned unit was scrapped. Additional part used: gs avl/gvm monitor, catalog: 0570-0338, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a titanium lopro t3, when moving the blade the image flickered and at one point cut out completely. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.